Event description:
Information received indicates the bed has not power.

Manufacturer narrative:
The technician found the power control module was shorting which caused the f9 fuse to blow. The technician replaced the power control module to repair the bed.